Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the product came apart. Product was removed from patient, larger product was implanted in its place.

Manufacturer narrative:
An investigation was performed using a stereo microscope which only revealed surface damage. Device function was tested and there was no failure detected. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was not calculated and the device history records and risk files were not reviewed, as no product failure was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.